Event description:
Pt transferred from another hospital to this hospital rehabilitation unit. She had an epidural (cadd) pump and catheter in place on arrival on 2/19/97. The pt was post op hip surgery, from the transferring facility on admission the pt had some numbness/tingling of the lower extremities. On 2/22/97 the pt complained of being unable to move lower extremities. An MRI was done showing an epidural mass. The pt was taken to surgery.